Event description:
The initial reporter complained of an increase in intermittent high sodium (na) results that had been occurring since (B)(6) 2019 on a cobas 8000 ise module. The customer provided results for 3 patients tested for na, potassium (k) and chloride (cl). Of the data provided, 2 patients had discrepant na results and 1 patient had discrepant na, k and cl results. The initial results had been reported outside of the laboratory where physicians questioned the results as they did not fit the clinical picture for the patients. After repeating the patient samples on a different ise module, the results were corrected to the repeat results. Patient 1 initial na result was 147 mmol/l. The repeat result was 140 mmol/l. On (B)(6) 2019 patient 2 initial na result was 153 mmol/l. The repeat result was 144 mmol/l. On (B)(6) 2019 patient 3 initial na result was 158 mmol/l. The repeat result was 135 mmol/l. The initial k result was 4.8 mmol/l. The repeat result was 4.0 mmol/l. The initial cl result was 76 mmol/l. The repeat result was 95 mmol/l. No adverse event occurred. No electrode lot numbers with expiration dates were provided. The electrodes had been installed on 16-jan-2019. The field service engineer (fse) visited the customer site where loose knobs and a dirty vacuum nozzle were identified. The fse cleaned out the sonic mixer cup and the salt vacuum nozzle, tightened the knobs for the sipper and vacuum nozzle and replaced the ise cartridges and the sample probe. Precision testing results were acceptable. The customer ran calibration and qc with results within the acceptable range. The customer has not had any further issues since the service visit. The investigation determined the service action resolved the issue.